Event description:
Complaint received reported multiple problems (flow/delivery and component breakage) with use of z3252 132" clave, remv 4 gang 3 lo2 manifold primary set and z3274 46" ext set w/clave, remv 4 gang 3 lo2 manifold w/4-way stopcock. It was reported that there have been two incidents where "...blood backed up into the line all the way to the manifold. They had a solution flowing but the manifold allowed the blood to travel upline." A third incident where the "...manifold came unbounded and became separated." There were no reported adverse pt consequences.

Manufacturer narrative:
Device return; although requested, the involved devices and or same lot samples, mating devices were not returned for analysis and confirmation. Manufacturer's investigation: a review of the mfg lot build database for list# z3252 lot# 29-719-y1 (mfg date 05/2013) shows (B)(4) units and z3251 lot# 29-255-he (mfg date 05/2013) shows (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the mfg build cycle. A review of the complaint database for similar devices/lo2 flow issues did record additional reports and investigations. A review of those investigations recorded mixed results including usage errors; no defect found; mfg; cannot determine. Analysis and investigation: as part of the MFR's continuous improvement initiatives, a multi-discipline team was initiated to perform in-depth analysis of intermittent field reports of 1o2 component issues. Engineering studies of affected equipment and processes, molding parameters, relevant component design and dimensional attributes and potential variables were conducted. These on-going studies and relevant data have identified interim improvements including minor modifications to the welding process where data studies have shown improved crack specs that reduce potential retrograde. Current production is running with these modified parameters. Additionally, minor design changes were implemented to the cap/1o2 buttons that have shown to minimize any potential seal anomalies. Current engineering efforts are focused on additional design and molding enhancements to further minimize potential variables. Heightened inspection criteria including tighter concentricity callouts have been implemented. These improvement are being monitored concurrent with efforts on further design improvements. Conclusion: the involved devices were not returned for analysis and confirmation. The exact cause(s) of the reported event/product experience are unk. Reference MFR number: 2025816-2014-00020.